Event description:
It was reported patient fell and was admitted to the hospital due to syncopal episode. Remote transmission noted high thresholds on the left and right ventricular leads. Follow up revealed both the right and left ventricular leads were dislodged due to twiddler syndrome. The leads were repositioned and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.